Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku. (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for total (free + complexed) psa - prostate-specific antigen (tpsa) on an e601 analyzer. The sample initially resulted as 0.056 ng/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2016, resulting as 4.46 ng/ml. The patient was not adversely affected. The tpsa reagent lot number was 190244. The reagent expiration date was asked for, but not provided. It was stated that the issue may be related to a pipetting problem. A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided.